Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the charged-coupled device lens on the evis lucera duodenovideoscope was found broken. The intended diagnostic procedure was completed with the same scope with no surgical delay. No patient injury reported. During the evaluation of the device, it was noted the inside of the light guide lens was dirty. This report is to capture the reportable malfunction of the inside of the light guide lens was dirty noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The charge-coupled device lens was chipped and broken. The light guide lens was broken. The angulation in the up direction was out of standards due to a worn angle wire. Liquid leaked due to perforation of the bending section cover. The adhesive part of the bending section cover was broken. The adhesive around the objective lens was worn out. Switch one (1) was not functioning well due to damage. There was crease at the connecting tube protector and also at switch one (1). The electrical connector was corroded. The distal end was shaved and had scratches and dents. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the gap was generated at the light guide lens adhesive because of physical stress, as a result dirt entered. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection - inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information: please read before use: warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.